Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision due to pocket pain. The patient's pocket was successfully revised.